Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the therapy being off was not known and the likely cause was noted as being "we still don't know." The steps that were taken were noted as being "on (B)(6) 2025, after the MRI was completed, device was switched from 'MRI safe' to 'therapy mode.' It came up as 1.6 which was too high. We lowered it to 1.1 and everything seems to be fine." [Refer to sr (B)(4) for the removal of the patient's spinal stimulator.]

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that last night the patient went to have an MRI and when the technician went to put the stimulator in MRI mode it wasn't even turned on. The caller stated that they were unsure why the ins would be turned off, and stated that they hardly used the external equipment. The caller stated it was supposed to be turned on but it was like it was not given any therapy. The caller asked if they needed to get in contact with the physician that when they installed it back then or what was there because it was never turned on. The caller was asked if the patient had any other surgeries prior to this MRI and the caller stated that the patient had a back surgery on their l1 and l3 since being implanted and they also had a spinal stimulator that was removed but the surgeon that did those surgeries never got the remote from them. The caller inquired if the device could have been turned off without the remote. Information was reviewed with the caller and the caller was redirected to the patient's healthcare provider (hcp) to further address the issue. MRI guidelines were also reviewed with the caller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.